Event description:
While attempting to monitor an 86 year old female pt with chest pains, the device's video display blanked out. The medics turned the unit off, and then on again, the device then "went ok." They continued to use the device, and there were no adverse effects to the pt.